Manufacturer narrative:
Hologic r&d reviewed a set of questionable positive samples that customer sent and confirmed these were low-titer samples, not false positives. R&d discussed proper results interpretation with customer. Repeated negative samples were reported out, and customer added retesting any sars-cov-2 samples with rlus below 1000 to their workflow. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer questioned intermediate positive results when running sars-cov-2 tma assays using assay lot 273163 on panther instrument sn (B)(4). Customer expressed concerned that these results may not just be from low-titer samples, but there may also be false positives.